Event description:
It was reported that a during an unknown procedure, the handpiece kept giving errors. No additional details were known. Device not being returned.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Assumed (B)(4) 2012 that complaint was reported.